Event description:
Same case as MDR ID 2134265-2012-01725. (B)(4). It was reported that during a percutaneous intervention (pci) procedure, removal difficulties occurred and explanted a previously placed stent. In (B)(6) 2011, the physician pre-dilated the proximal ramus artery with a 1.5 x 12mm, 2.25 x 15mm and a 2.25 x 15mm apex balloon catheter. The physician then deployed an ion stent at 13atm. The procedure was completed with 0% stenosis. In (B)(6) 2012, post stenting treatment the 70% in stent restenosed lesion containing the previously implanted ion stent was located in the moderately tortuous, mildly calcified proximal ramus artery. The physician advanced the 2.5 x 10mm flextome cutting balloon to the lesion. The cutting balloon was inflated three times (1st inflation 7atm, 2nd 7atm and the 3rd 11atm). Upon removal resistance was felt. The cutting balloon was removed with the previously implanted ion stent attached. The physician then pre-dilated the lesion using a 2.5 x20 mm non-bsc balloon and was able to deploy a 2.5 x24 ion stent in the lesion. The procedure was completed. No complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified evidence of use with solidified contrast media within the inflation lumen. A microscopic examination identified no issues with the device. All blades were present and fully bonded to the balloon surface. There were no issues with the tip. No kinks or damage were noted to the shaft. The device was connected to an encore inflation device and the balloon was inflated to its rated burst pressure of 12 atm. The inflation device was verified at 12 atmospheres (atm) before and after use. Inflation and deflation was successful. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2012-01725. Medwatch# (B)(4). It was reported that during a percutaneous intervention (pci) procedure, removal difficulties occurred and explanted a previously placed stent. In (B)(4) 2011, the physician pre-dilated the proximal ramus artery with a 1.5 x 12mm, 2.25 x 15mm and a 2.25 x 15mm apex balloon catheter. The physician then deployed an ion stent at 13atm. The procedure was completed with 0% stenosis. In (B)(6) 2012, post stenting treatment the 70% in stent restenosed lesion containing the previously implanted ion stent was located in the moderately tortuous, mildly calcified proximal ramus artery. The physician advanced the 2.5 x 10mm flextome cutting balloon to the lesion. The cutting balloon was inflated three times (1st inflation 7atm, 2nd 7atm and the 3rd 11atm). Upon removal resistance was felt. The cutting balloon was removed with the previously implanted ion stent attached. The physician then pre-dilated the lesion using a 2.5 x20 mm non-bsc balloon and was able to deploy a 2.5 x24 ion stent in the lesion. The procedure was completed. No complications were reported and the patient status is fine.